Event description:
Case description: the event was confirmed by a medical doctor. The patient was treated with intravenous glucose. The patient's age is 29 and her height is 60 in.

Event description:
"Medication error" concerns a patient treated with novolin ge nph penfill (long-acting human insulin, dosage unknown) and novolin-pen 3 silver (insulin delivery device). Concomitantly she was treated with novolin toronto. It is reported that the patient in 2006 primed her usual dosage of insulin, however instead of injecting 50 units of novolin n in the morning she erroneously injected 150 units of insulin. The patient went immediately to the hospital and was treated with intravenous dextrose. She did not experience any hypoglycaemic event, however she was told not to take any insulin for the next 16 hours. Her usual dosage of novolin n is 50 u in the morning and 20 u at supper time. The patient recovered completely from the event.